Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to lumbar intervertebral disc prolapse (plid). Intra-op, there were six set screws found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent with set screw misalignment of the mas head and set screw threads during construct assembly. Functional evaluation with a sample mas head was unable to fully engage into the head. The above observations are consistent with misalignment of the mas head and set screws.